Event description:
It was reported that the patients ipg was non-functional and it was difficult to charge. The patient underwent an ipg replacement procedure. The ipg was replaced with a non-rechargeable ipg. The patient was doing well post operatively. No device malfunction was suspected. The explanted ipg was not returned.